Event description:
It was reported that during a laparoscopic cholecystectomy procedure, could not be opened, no further information is available. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: can you please clarify if the device could not be opened when it was closed on tissue? Yes, the device could not be opened when it was closed on tissue. If yes, how was the device removed from the tissue? The gallbladder had to be cut out around the grasper. Was an additional amount of tissue to be removed, if yes please specify the amount in cm? The gallbladder was removed as intended. No additional tissue had to be cut out. No adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results confirmed that device (a) was returned for analysis and the device was inserted into a trocar. In addition, the device was noted to have a piece of tissue stuck between the end effectors. The tissue was removed and the end effectors were noted to be overlapped and misaligned. It is possible that excessive torque applied to the device could have cause the end effectors misalignment. In addition, the device did not open and close as intended due to the overlapping of the end effectors. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results confirmed that device (b) was returned for analysis. The end effectors were noted to be overlapped and misaligned. It is possible that excessive torque applied to the device could have cause the end effectors misalignment. In addition, the device did not open and close as intended due to the overlapping of the end effectors. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # h92n6t, expiration date: 10/2016, manufacturing date: 11/2011.